Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error detected by reading unexpected value from hall sensor. Customer's blood glucose level was 178 mg/dl. Customer stated that displacement test was performed for the pump error and it was passed .the customer reported that they were able to clear the alarm. The customer also reported that pump error occur during the rewind. The customer reports the insulin pump had failed battery test alarm. Customer offered the troubleshoot for the failed battery test alarm but the customer declined it. The insulin pump will not be returned for the analysis.